Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that a patient enrolled in the mom clinical study underwent left total hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, elevated metal ion levels, femoral fracture, osteolysis, femoral subsidence, periprosthetic soft tissue abnormality, small fluid collection anterior to greater trochanter, left knee and ankle problems, bilateral knee pain, mild soreness of contralateral hip, and trochanteric avulsion were noted. No further information has been provided at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that a patient enrolled in the mom clinical study underwent right total hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, elevated metal ion levels, femoral fracture, osteolysis, femoral subsidence, periprosthetic soft tissue abnormality, small fluid collection anterior to greater trochanter, left knee and ankle problems, bilateral knee pain, mild soreness of contralateral hip, and trochanteric avulsion were noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-07306 / 07308).